Manufacturer narrative:
The product has been returned to the manufacturer for investigation, however, it has not yet begun.

Event description:
It was reported that the device malfunctioned during an rf procedure. Back up equipment was not available, and the procedure was cancelled. The patient was not adversely affected as a result of this malfunction.